Manufacturer narrative:
Customer technical support assisted the customer with troubleshooting. The customer found the fitting in the top of the cc sample probe loose and a puddle under the probes. Customer tightened the loose cc sample probe and which resolved the issue. Service was not dispatched. Bec internal notification number is (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report multiple cartridge chemistry tests results (tp, alb, trig, hdld, bun, phos, and col) are suppressed on the unicel dxc 600p synchron chemistry analyzer. No erroneous results were affected or reported out of the laboratory. The customer was unable to provide data. Patient treatment was not impacted by this event.